Event description:
On 17 feb, the patient was hospitalized for peritonitis and abdominal abscess. It was reported that the patient was treated with unknown IV antibiotics for the peritonitis and abdominal abscess.

Manufacturer narrative:
Peritonitis and abdominal abscess are known complications of a peg tube/ j-tube placement.

Event description:
Additional information was received that on 17th february during the patient's hospitalization, it was reported that the peg tube was outside the ventricle with an open hole. An x-ray was performed which revealed that there was a fistula passage to the ventricle. It was reported that the hole was repaired. It was reported that the patient experienced a pulmonary embolism during the period of care which was treated with unknown medication. No further information was available.

Manufacturer narrative:
Additional information added to g3, and h2.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of (B)(4) was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that it was not possible to mobilize the patient's peg tube inwards. On an unknown date, the patient underwent a gastroscopy, and was diagnosed with buried bumper syndrome. It was reported that the patient's peg tube will be removed.